Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing due to post paced t wave oversensing. Programming changes were discussed. The patient will continue to be monitored.

Event description:
New information states that the patient presented in clinic on (B)(6) 2018. Programming changes were made. The patient was in a stable condition.